Manufacturer narrative:
The investigation revealed that the complaint was unable to be confirmed with the information provided and the root cause is unable to be determined. It was reported that a precice nail, p8.5-80d245, was broken after the patient fell and broke their femur. The nail was removed and a trauma nail was inserted since the lengthening and consolidation had been completed. The implant was not returned for evaluation. No lot number was given and therefore, no manufacturing records or quality inspections can be reviewed. Without further information or the physical device to evaluate, this complaint cannot be confirmed. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
Patient of 15 years old did fall and break his bone including the precice nail in this event. Revision has taken place on (B)(6) 2025 with a std trauma nail. The lengthening has been achieved with the precice nail. Therefore, a trauma nail has been placed for healing after the break caused by the patient's fall. This event took place in the netherlands.

Manufacturer narrative:
The investigation revealed that the complaint was unable to be confirmed with the information provided and the root cause is unable to be determined. It was reported that a precice nail, p8.5-80d245, was broken after the patient fell and broke their femur. The nail was removed and a trauma nail was inserted since the lengthening and consolidation had been completed. The implant was not returned for evaluation. No lot number was given and therefore, no manufacturing records or quality inspections can be reviewed. Without further information or the physical device to evaluate, this complaint cannot be confirmed. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
Patient of 15 years old did fall and break his bone including the precice nail in this event. Revision has taken place on (B)(6) 2025 with a std trauma nail. The lengthening has been achieved with the precice nail. Therefore, a trauma nail has been placed for healing after the break caused by the patient's fall. This event took place in the netherlands.

Manufacturer narrative:
The device is unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
Patient of 15 years old did fall and broke his bone including the precice nail in this event. Revision has taken place on (B)(6) 2025 with a std trauma nail. The lengthening has been achieved with the precice nail. Therefore, a trauma nail has been placed for healing after the break caused by the patient's fall. This event took place in the netherlands.